Event description:
A malfunction on a pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump, assisted the caller in the process, and confirmed that the malfunction did not recur after resetting. Customer was advised to continue using the pump and to call back if the issue happened again.